Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited infection. The patient also had swollen device site, sore to touch and a little warm. There were no additional adverse patient effects reported. At this time, the pacemaker remains in service.